Event description:
During an unknown procedure, safety shield did not remove after penetrating the tissue. Patient is fine. Another device was used to complete the case. There were no adverse consequences to the patient. One device returning.